Event description:
In august 2003, k.m.I. Was notified of the explant of a subtalar m.b.a. On a pt to address pain resulting from the increased involvement in sports. Original implant date was estimated as 3 to 4 years previously. The original implanting surgeon's name was not provided. Per qsp-105, an investigation was conducted; first, to determine whether this incident was reportable under the medical device reporting regulation (21cfr803) and, secondly, to determine if possible the root-cause and prescribe corrective and/or preventive actions.